Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the pump alarmed 'error', while infusing phosphate. When the nurse removed the tubing to troubleshoot the error alarm, she noticed a bulge in the silicone segment of the tubing. There was no patient harm reported.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a bulge/balloon in the silicone segment was confirmed. No issues were noted during visual inspection but tactile examination found that the silicone segment tubing was weakened on its upper portion just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of the ballooning silicone segment could not be determined.